Event description:
It was reported that a patient was getting a shocking sensation when he was turning the device on each morning. It was noted that the patient turned the device off at night. The reporter stated that the patient also visited a health care professional (hcp) on (B)(6)2012 because of an electrical shock associated with turning on the device or switching from group a to group b. It was noted that group a optimized speech and group b optimized tremor. The patient saw a different hcp in (B)(6) 2012 following the implant of his right device, and his right device was programmed and his left device was reprogrammed. Since then, the patient had noticed the shocking sensation and a decline in control of his right upper extremity tremor. It was noted that control of the left upper extremity tremor was 'adequate but not optimal.' The reporter stated that when the voltage of group b of the left device was 'slowly increase d' to 3 volts, the patient complained of severe pain in the right side of his face, neck, and mouth, and in the right upper extremity, which did not subside in 10-15 seconds. The voltage was lowered to 2.6 volts and his pain ceased while his symptoms improved over baseline. It was reported that the voltage of group b in the right device was also increased to 1.2 volts, which worsened the patient's dysarthria. It was further reported that the patient's device settings were changed and there were no open or short circuits. It was noted that the patient would get the shocking sensation every time the device was turned on/off or the groups were changed, so they just created one group. The patient had an appointment scheduled for (B)(6) 2013. The reporter stated that the patient 'felt happy' with the outcome of the reprogramming. The patient's device was left at 2.2 volts, with the patient able to increase stimulation up to 2.4 volts. Two weeks later, it was reported that the patient received his first device on (B)(6) 2011 and his second device in (B)(6) 2012. The reporter stated that after receiving the second device, the patient 'felt he had regressed' from the improved tremor level he had achieved from the first surgery. It was reported that the patient was frustrated that his doctor could not find the original stimulation parameters used and felt that other electrode combinations could have been used. It was noted that his appointment on (B)(6) 2013 was with his doctor, a programming clinician, and possibly a manufacturer representative, 'prior to a support meeting.' Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, product type implantable neurostimulator; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot# v942856, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# v836480, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).